Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device from a previous procedure was lodged within the colonoscope that was used during a procedure performed on an unknown date. Reportedly, the colonoscope had passed all normal processing for reusable medical devices without incident and the colonoscope was put back in service. During a separate colonoscopy procedure performed with the same colonoscope on (B)(6) 2020, it was reported that there was a trouble with suctioning and it was then adjusted. Allegedly, a clip appeared in the patient's bowel. The device was removed from the patient and was placed in a sterile container. Thus, baseline bloods was performed and the procedure was finished at this time. It was confirmed that there was no clip used in this particular patient and this clip was originated from scope of a patient two weeks prior from this procedure. Additionally, cleaning industry management standard (cims) was entered, a biological testing was also performed on this scope and it was removed from circulation until clearing. It was noted that awaiting results of biological testing. No patient complications have been reported due to this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.